Event description:
The affiliate reported a customer with a suspected positive biological indicator (bi). The customer did not recall all items from the load. The customer did not provide any information regarding potential patient injury related to the unrecalled items.